Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. However, device replacement may take place later.

Manufacturer narrative:
Corrected data in report type: in initial report, should have been "serious injury". (Correction): corrected data in initial report, "adverse event" should also have been selected. (Correction): corrected data in initial report, "other serious" should also have been selected. (Correction): corrected data: (B)(4).

Event description:
Additional information received indicate the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced to address the issue.